Event description:
Atrial fibrillation was sustained and required repeated cardioversions. A 200j biphasic shock did not correct the atrial fibrillation with 4 attempts. Pads were reapplied on the anterior chest with "physician pushing on pads" and 200j biphasic shock was successful in returning sinus rhythm. Note: this area is trying to get new defibrillators that are >300j and we are questioning the clinical justifications as there are mixed messages about the effectiveness.

Event description:
Atrial fibrillation was sustained and required repeated cardioversions. A 200j biphasic shock did not correct the atrial fibrillation with 4 attempts. Pads were reapplied on the anterior chest with "physician pushing on pads" and 200j biphasic shock was successful in returning sinus rhythm. Note: this area is trying to get new defibrillators that are >300j and we are questioning the clinical justifications as there are mixed messages about the effectiveness.